Manufacturer narrative:
Device evaluation by manufacturer: examination of the returned complaint device revealed a guidezilla guide extension catheter in two (2) pieces. There were numerous kinks throughout the shaft of the device. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. The ptfe was pulled out of the collar and was attached to the distal shaft. A microscopic examination of the distal shaft revealed numerous kinks. A microscopic examination revealed a complete separation at the collar/proximal shaft bond. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that post percutaneous coronary intervention procedure, the shaft detached from the collar. The unspecified lesion was 90% stenosed, severely tortuous and severely calcified. This guidezilla guide extension catheter was selected; however, after the procedure when the device was being cleaned, the device was separated at the connection (collar) between the stainless steel hypo tube and the guide segment (monorail part). The procedure was completed with this device. No patient complications were reported and that patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that post percutaneous coronary intervention procedure, the shaft detached from the collar. The unspecified lesion was 90% stenosed, severely tortuous and severely calcified. This guidezilla guide extension catheter was selected; however, after the procedure when the device was being cleaned, the device was separated at the connection (collar) between the stainless steel hypo tube and the guide segment (monorail part). The procedure was completed with this device. No patient complications were reported and that patient's status is good.